Manufacturer narrative:
Another manufacturer's device and lead were scheduled to be implanted. As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received a shock due to noise on the rate/sense channel. High out of range pacing impedance measurements were also reported. No adverse patient effects were reported.